Event description:
It was reported that on an unknown date, an unknown device was implanted in the patient. After the implant, the patient developed tamponade 3¿4 hours later.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information